Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with "pulling from both the primary and secondary during chemo infusions." It happens with 500ml and 1l IV bags such as etoposide and cisplatin. The clinician reports head height differential ¿does not seem to matter¿ in relation to stopping the concurrent flow. Even with 3 extended hangers, it does not stop the primary from dripping at the same time as the secondary. The clinicians have to clamp the primary tubing, but again the clinician then has to stay at the patients chairside so air doesn¿t enter the line. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported an issue with "pulling from both the primary and secondary during chemo infusions." It happens with 500ml and 1l IV bags such as etoposide and cisplatin. The clinician reports head height differential ¿does not seem to matter¿ in relation to stopping the concurrent flow. Even with 3 extended hangers, it does not stop the primary from dripping at the same time as the secondary. The clinicians have to clamp the primary tubing, but again the clinician then has to stay at the patients chairside so air doesn¿t enter the line. The event was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.